Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that possible output circuit damage was observed. The device was unable to deliver therapy. An alert stated a high voltage charge was aborted. The device was explanted.

Manufacturer narrative:
The field experience of output anomaly was confirmed in the laboratory. Two of the device's high voltage output transistors were damaged. It is believed that the associated lead was damaged, causing the output anomaly. The lead was capped and not returned for evaluation.